Manufacturer narrative:
Correction - the lot was provided on the initial report was incorrect. The lot number for the actual device used during the reported event is unknown. Investigation summary: one non-sterile sales sample was returned for evaluation. Upon investigation, engineering confirmed that the returned sample was unassociated with the experience. For this reason, engineering did not perform an evaluation on the sample device. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the exact root cause of the incident could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of incident. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Tlh & bso - "the device failed to seal the uterine arteries on both sides. It did eventually, after many activations. Mr (B)(6) (clinical lead) and mr (B)(6) (consultant gynae surgeon) were both operating. Mr (B)(6) sealed the first (right), and mr (B)(6) the second (left). Hameostasis was achieved eventually, after multiple seals." Patient status: "after multiple seals, haemostasis was achieved."